Event description:
Event description cpi received information that this implantable pulse generator (ipg) showed intermittent loss of ventricular capture. It is also noted that the device was exposed to external cardioversion, but showed no defects as a result.